Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was malfunctioning more than normal. Customer stated it was her third time calling and have used two different boxes of infusion set and the device continued to alarm no delivery. Customer mentioned he was hospitalized and he thinks the device is not functioning properly. Customer was hospitalized on (B)(6) 2015 due to high blood glucose of 273 mg/dl. Customer's nurse reported the she was hospitalized due to site issues. Troubleshooting was performed for no delivery and it was determined due to continues issues the device needed to be replaced. Customer agreed to return the device for analysis.